Event description:
It was reported that the patient is asymptomatic. Update 01/september/2023 wg: this pi is for the revision on (B)(6) 2023. It was reported that the patient's left hip was revised due to recurrent dislocations. An abgii modular stem (implanted (B)(6) 2011), femoral head (implant date unknown), and poly liner (implanted (B)(6) 2023) were revised to a competitor stem and head, with a stryker poly liner. Rep will provide all images and documentation available to her from the hospital and surgeon.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an abgii neck was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned; however, a photograph was provided for review. The photograph shows a modular stem assembly covered in blood. No obvious damage can be seen in the photograph. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: very minimal medical information was provided for review. It appears a woman had a tha with a modular abg stem in 2011. No data was provided for the next 12 years. Apparently, a prior revision had been performed. Reasons for the revision were not provided, but one note indicted that there was osteolysis around the cup. The patent went on to develop recurrent instability instability and apparently underwent a second revision, possibly just a polyethylene exchange, but the procedure was not documented. Event confirmation: a da tha in 2011 can be confirmed. The revision procedures cannot be confirmed without additional medical information. Dislocations were documented only by a medical history. Root cause: the root cause of the first revision cannot be determined. The root cause of the second revision, if documented, would be recurrent instability." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to recurrent dislocations. A review of the provided medical information by a clinical consultant indicated: "event confirmation: a da tha in 2011 can be confirmed. The revision procedures cannot be confirmed without additional medical information. Dislocations were documented only by a medical history. Root cause: the root cause of the first revision cannot be determined. The root cause of the second revision, if documented, would be recurrent instability." No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient is asymptomatic. Update 01/september/2023 wg: this pi is for the revision on (B)(6) 2023. It was reported that the patient's left hip was revised due to recurrent dislocations. An abgii modular stem (implanted (B)(6) 2011), femoral head (implant date unknown), and poly liner (implanted (B)(6) 2023) were revised to a competitor stem and head, with a stryker poly liner. Rep will provide all images and documentation available to her from the hospital and surgeon.